Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of death is listed in the device instructions for use as a potential adverse event associated with the use of the device. Based on the information reviewed, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, a definitive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2- date of death is estimated b3- date of procedure is estimated d4 - the UDI is not known as the part and lot number were not provided literature attachment: post-market clinical follow-up (pmcf) report titled, "post-market clinical follow-up evaluation report, femostop and radistop". The other devices mentioned in the pmcf are filed under separate medwatch report numbers.

Event description:
This is filed to report patient death. It was reported through the pmcf (post market clinical follow) report, that the femostop compression systems may be related to the adverse patient effects of bleeding, pseudoaneurysm, and hematoma. There was also procedure related death, prolonged hospitalization, surgery, intervention (compression) and blood transfusion. The need for ¿other treatment in addition to compression¿ was low. Between (B)(6), 2008 and (B)(6), 2023, there were 570,237 coronary procedures conducted at swedish hospitals and included in the swedeheart registry. Of these, 107,622 were procedures with femoral access (55,645 registered as pci treatments and 51,977 as coronary angiographies only). Details are listed in the attached report, titled post-market clinical follow-up evaluation report, femostop and radistop please see the attached pmcf up evaluation report for specific information.